Event description:
Information received from the healthcare professional via the manufacturer's representative reported that the stimulation from the patient's implantable neurostimulator (ins) was not helping and made their pain worse. There were no environmental, external or patient factors reported that may have led or contributed to the issue. High density and reprogramming were tried with no improvement. The issue was not resolved at the time of report. A surgical intervention was planned but had not been scheduled. The patient status at the time of report was noted as alive no injury. The indications for use for the implanted device were noted as spinal pain.

Event description:
Additional information received from a manufacturer representative (rep) indicated that stimulation did not help with pain and was explanted (B)(6). They tried reprogramming several times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.